Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient saw code 8286, empty reservoir, on their personal therapy manager (ptm) about an hour ago. The patient was initially told to come in on (B)(6) 2018, however she was scheduled to have a refill on (B)(6) 2018. No alarm was heard. The patient was then redirected to contact their healthcare professional (hcp). No symptoms were reported. No further issues were reported or anticipated.